Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø10x260mm x 125° was alleged of 'implant breakage - nail' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Disposed.

Event description:
The patient underwent a primary surgery with gamma nail on (B)(6) 2017. On (B)(6) 2018, it was found that the nail was broken at the time of visit for follow-up. Therefore, revision surgery was performed on (B)(6) 2018.